Event description:
The user facility reported an 72-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, patient suffered ventricular tachycardia (vt) / ventricular fibrillation (vf) requiring defibrillation x4 no CPR was done, medications were administered and device was adjusted. Patient is mildly sedated on precedex following commands. Echo has been reviewed by both physicians, explained concerns of impella causing the vt/vf as it is interacting with posterior wall and deep: advised to reposition. Both physicians stated at this point will reduce the adrenergic stimulus from current medications and reassess impella position in am. Will maintain adequate filling pressure to prevent a suck-down event which could trigger a malignant arrhythmia. A third physician reviewed echo and electrocardiogram tracing; he stated he doesn't think the impella is causing the vt/vf given the premature ventricular contractions morphology before the vt/vf episodes patient had, however impella as the cause can't be fully ruled out. Shortly after initiation of support impella noted to be interaction with posterior wall (statements above), eventually needing to be rewired and reinserted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.